Manufacturer narrative:
Product complaint # (B)(4). Batch # r57p3u device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Surgery for correction of colo-vaginal fistula, after colo-rectal resection and hysterectomy and bilateral adnexectomy with the aim of performing a primary colorectal anastomosis. What surgical procedure was performed? Sigmoidectomy. What healthcare professional fired the device and what is his/her experience with the device? The surgeon who fired the circular intraluminal stapler is a doctor with a lot of experience of more than twenty years in colorectal surgery when was the retaining cap removed? Not available. When was the red safety released? Moment before the shut. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Confirmation of correction indication on green margin. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, performed according to the technique usually used. Was the device difficult to close? As usual. Was the device difficult to fire? As usual. Did the healthcare professional receive audible & tactile feedback when firing the device? Not available. Were the donuts inspected? If so, please describe. Yes. The existence of two intact colic and rectal rings was confirmed inside the machine. Was a complete transection of the white breakaway washer visually confirmed? Not available. Were any staples visible anywhere in the surgical field or on the back table? If so, please describe the shape and location. No staple visible on the dehiscence edges of presumed anastomosis or at the supposed site of the machine body. No staple were formed. Is the colostomy temporary or permanent? Not available. What is the current status of the patient? Not available. Is the device available for return? Unknown.

Event description:
It was reported that during a sigmoidectomy procedure, the curves intraluminal cut but did not staple, no staples were visualized neither in the dehiscent edges of the anastomosis nor in the body of the machine. Performed the closure of the rectum manually and terminal colostomy.